Event description:
Updated summery: it was reported to medtronic minimed that the customer experienced unexpected suspend [low sg], sensor glucose (sg) vs. Blood glucose (bg) and discrepancy between sensor glucose and blood glucose which is not within range (<30%). The customer reported hemorrhage/blood loss/bleeding which did not require treatment. The event involved product(s) mmt-5120c2. Troubleshooting was performed . Insulin delivery was suspended due to sensor glucose vs blood glucose difference. No further patient complications were reported. Product return for mmt-5120c2 is not expected.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. Updated information has been provided in section b5, d1, d2a, d2b, d4 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced unexpected suspend [low sg], sensor glucose (sg) vs. Blood glucose (bg). The customer reported hemorrhage/blood loss/bleeding which did not require treatment. The event involved product(s) mmt-5100jc2. Troubleshooting was performed for site issues. Customer reported blood at site. Troubleshooting also performed for sg vs bg. Customer has reported a discrepancy between sg and bg which is not within range (<30%). Explained sensor may have no longer been responding to glucose changes and explained possible causes. Insulin delivery was suspended due to sg vs bg difference. No further patient complications were reported. Product return for mmt-5100jc2 is not expected.